Manufacturer narrative:
There was no sample received for analysis. Only a pictures of the sample was received for analysis. Photo analysis summary: upon visual inspection of the pictures, was found ruptured. No other anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All the mentor implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent unspecified breast surgery with a 300cc mentor memorygel breast implant and was presented with right side breast implant rupture postoperatively. As a result, the device was explanted on (B)(6) 2019.